Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd intima ii catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: at 11:20 on (B)(6) 2020, due to silicosis infection in the patient, the doctor ordered infusion treatment. When preparing to use intravenous indwelling needle for the patient's infusion treatment, it was found that the hose of the indwelling needle was damaged, and a new indwelling needle was replaced in time, which caused no adverse effects to the patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd intima ii catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: at 11:20 on september 6, 2020, due to silicosis infection in the patient, the doctor ordered infusion treatment. When preparing to use intravenous indwelling needle for the patient's infusion treatment, it was found that the hose of the indwelling needle was damaged, and a new indwelling needle was replaced in time, which caused no adverse effects to the patient.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the unspecified bd intima ii catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: at 11:20 on (B)(6) 2020, due to silicosis infection in the patient, the doctor ordered infusion treatment. When preparing to use intravenous indwelling needle for the patient's infusion treatment, it was found that the hose of the indwelling needle was damaged, and a new indwelling needle was replaced in time, which caused no adverse effects to the patient.